Event description:
According to the customer, the analyzer started to calibrate and following this went into cleaning mode when attempting to test a fetal blood sample. No patients were affected by this event as the samples were sent to the lab.

Manufacturer narrative:
The analyzer was inspected by a technician and he confirmed that the analyzer worked correctly. Data logs from the analyzer have been investigated. The investigation indicated that the event was caused by a user error. According to the data logs the analyzer was in status 'ready' before the user tried to aspirate a c65ul sample at 10:02 and again at 10:04. Both times the analyzer gave error message ' (1271) failed to aspirate sample' meaning 'aspiration failed sample not detected' according to the service manual. The only trouble shooting done by the user was to remove the sample insert the same sample again. The next sample was run at 13:23 without any problems. Thus, the course of events reported by the user could not be confirmed by the data logs.